Manufacturer narrative:
Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module and a second e 801 analyzer used for investigation. The patient results measured by the customer were reported outside of the laboratory to a physician. The sample was measured on the customer's e 801 analyzer on (B)(6) 2019. The sample was repeated by the customer using the wako accuraseed method. The sample was also repeated using the abbott architect method. The sample was provided for investigation where it was measured on a second e 801 analyzer on (B)(6) 2019. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 reagent lot number 380330, with an expiration date of december 2019 was used on this analyzer.